Event description:
The iab would not inflate. The iab was removed and a second was inserted into the pt. (Multiple event to customer complaint number 97-00144 and 97-00145). (Event complications: unk - reproted 2/6/97.) (Pt's current status: unk - rpt'd 2/6/97.)

Manufacturer narrative:
Evaluation: the iab was received for evaluation with the balloon membrane noted to be loosely folded. Visual examination revealed that the male luer had been previously cut from the extracorporeal tubing. The sheath tubing was noted to be severely kinked and ribbed along its length. The membrane at the proximal taper was observed to be stretched. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta (a laboratory extracorporeal tubing was attached to the y-fitting). The balloon did not pump satisfactorily at 80 and 160 bpm due to the condition of the device. Probable cause of difficulty: it is not possible to determine the exact cause of the rpt'd difficulty based on the event description and the examination of the item. It was not possible to verify the rpt'd problem. This type of complaint is one of the most difficult to evaluate and must rely on conjecture since one cannot observe what the balloon is being subjected to within the aorta. Thus, in general, inflation, deflation, or augmentation difficulties may attributed to one or more of the following: 1. The iab membrane failed to fully exit the sheath. 2. The balloon entered a subintimal space. 3. The balloon was placed too high in the aortic arch or in the subclavian artery. 4. The iab failed to completely unfold because the user failed to inject at least 30 cc. Of air as advised in the instructions for use. 5. The catheter kinked within the pt probably because of severe vessel tortuosity and/or pt movement. 6. The catheter kinked outside the pt. The user may have failed to secure the catheter and y-fitting to the pt. Manipulation of the kinked portion of the catheter could have minimized the restriction and improve balloon performance. 7. A kink in the catheter may have restricted the flow of helium into and out of the balloon causing it to not fully inflate during the initiation of iabp. 8. There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may alleviate the problem. 9. The balloon pump needed servicing. The condition of the membrane taper and sheath tubing suggested that some type of difficulty was encountered either inserting or removing the iab even though it was not rpt'd. Applying excessive force to the catheter tubing can cause the membrane to become stretched. Attempting to remove the iab through the sheath can also damage the membrane and inner lumen. Without having specific event details makes it difficult to explain the exact reason for the membrane and sheath damage.